Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (failed pulse test) was confirmed. The cause for the failure was isolated to a defective u901 component on the c/a board. The pin 7 output was out of tolerance. The root cause for the defective u901 component could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed a pulse test.